Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016; 1103 hvad pump; 1125 hvad outflow graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for low impedance measurement. It was noted that the rv lead has been stable within normal impedance parameters and the low measurement was only a single occurrence. The lead remains in use. No patient complications have been reported as a result of this event.